Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer declined troubleshooting with tandem technical support.